Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller was connected to the power module cable and a power cable disconnected alarm on the white side was recorded. The same symptoms persisted so the power module cable was replaced with a new one. The issue was noted to be reproduced. After when the power module cable and white power cable were disconnected a no external power alarm occurred. There was no power cable disconnect that was recorded during battery support. The log files were reviewed and confirmed the reported issue. It was recommended that the system controller be replaced when safe for the patient to tolerate a pump stop. At the end of the log file pulsatility index (pi) was trending upward and flow was tending downward. It was suspected that this was an issue on both the white and black power cables on the system controller side. After both power cables were reinserted the issue had not returned for a while. It was planned that the system controller would be replaced. The system controller would then be returned.

Event description:
The cause of the alarms was not confirmed to be the black and white power cables. The system controller was not exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the investigation confirmed the reported irregular intermittent power cable disconnect alarms and a no external power alarm via log file analysis. No product was returned for further testing. The system controller log file contained multiple power cable disconnect alarms. The power cable disconnect alarms were triggered by the rsoc value on the white power cable fluctuating below the alarm threshold. Several times throughout the file (10:38:47-10:39:07, 10:39:20-10:39:28, and 10:41:09-10:41:17) power cable disconnect alarms despite the white power cable bus voltage maintaining the expected voltage when the alarms occur. At 10:44:30 it appears the white power cable was connected to the power module and the black power cable was connected to an external battery. When switching from the external battery on the black power cable to the power module on the black power cable, the white power cable (connected to the power module) voltage dropped from 10:44:59 - 10:45:01, triggering the no external power alarm during that period. The alarm resolved when external power was connected to the system. The power cable disconnect alarms and no external power alarm did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms active in the log file. A root cause for the reported event could not be determined off the information provided. The device history record for the system controller (serial number (B)(6)) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and power cable disconnect alarms, and the actions to take if the issue does not resolve. The heartmate 3 instructions for use (IFU) (rev c) section 2 entitled "system operations" states "the 11 volt lithium-ion back up battery inside the system controller will not by itself start a heartmate 3 lvad if both of the system controller's power cables are disconnected from a power source. Always ensure that the power cables are connected to a power source to ensure that the heartmate 3 pump will restart during a system controller exchange." Heartmate 3 instructions for use (rev. C) section 6 ¿ ¿patient care and management¿ warns the user to never submerge the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) in water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller and its power cables. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cause of the alarms was unknown. The alarms were troubleshooted with a power module cable replacement and system controller replacement. The alarms seemed to have resolved from the system controller replacement.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.